Event description:
It was reported that the patient experienced a jolting sensation after initially turning stimulation on and then the sensation would fade to no therapeutic benefit in about ten seconds. The jolt was in the pocket and buttock area. This occurred within two months of a fall on the patient's back. Prior to the fall, the patient had close to 100% therapy benefit. The patient required twice as much amplitude (6 volts) for sensation after the fall. Impedances were normal around the 560 range, but 0-2 was 2700 and 0-3 was 2800. An x-ray showed a migration at least 1-2 cm below the surface foramen. . It was determined that the lack of therapeutic effect, shocking, and lead migration were caused by the fall. A lead re-implantation was scheduled for 2012 (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a new lead was placed on the patients' left side on (B)(6). The procedure was successful and the patient was feeling the stimulation in the appropriate area and doing well.

Manufacturer narrative:
Product ID, 3093-33 lot# v741078, implanted: 2011 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).